Event description:
It was reported that the customer's insulin pump display went blank. The insulin pump was reportedly not bumped, dropped, or exposed to moisture. No relevant damage or corrosion was noted. During troubleshooting, the insulin pump display did return when a new battery was inserted. A self-test was performed and passed. On (B)(6) 2015, the insulin pump display went blank again. The customer's blood glucose was 60 mg/dl. The insulin pump display reportedly returned after the battery was replaced during troubleshooting, however did not return after the battery cap contacts were cleaned. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display noted. The insulin pump was received with normal operating currents. No damage was found on the lcd isolation tape noted. No unexpected alarms noted. The insulin pump was received with cracked lcd window and cracked reservoir tube lip.